Event description:
Caller states the pt tested with a blood glucose of 33 mg/dl on the inform system and 141 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.